Manufacturer narrative:
Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) expired the day after implant. The cause of death was believed to be pulmonary edema. There were no allegations against the implanted system.